Event description:
Terumo received the following information: it was reported that the preconnected circuit was used for the emergency case. The actual sample was changed out. The reported outcome was not reported. There was no patient injury. 22:07 the pump was started 27:11 it was turned off once. 27:15 vf occurred, and the pump was resumed. 27:17 the oxygenator was immediately replaced since pao2 did not increase even with gas flow 3l fio2 80 %, and gas flow 5l fio2 100%.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineering. G4: 510k k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The manufacturing history record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved product code and lot# no other similar case was reported. The following information was obtained from the pump record. The pump was turned off at 3:11, and it was observed that the main flow rate was 0 l/min between 3:11 and 3:15. The pump was restarted at 3:15, and the event data for 3:16 showed "vf". During this time, it was observed that pao2 decreased from 428 mmhg to 71 mmhg between 3:11 and 3:18, and svo2 decreased from 99% to 52% between 3:15 and 3:16. It was observed pao2 decreased from 428 mmhg to 71 mmhg between 3:11 and 3:18 although fio2 increased from 60% to 90% between 3:15 to 3:18 it was confirmed that the oxygenator was replaced at 3:28. Manufacturing date: february 26, 2026. Cause of occurrence/conclusion it was considered possible that pao2 decreased due to blood with reduced svo2 flowing into the oxygenator during re-circulation; however, it was not possible to clarify the cause of the occurrence. The instructions for use: measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.